Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported that area of implant hurt and was sticking out of her "butt". Revision was planned for (B)(6) 2018 and pre-op was on (B)(6) 2019. The device was revised. The patient stated hcp put implant under muscle tissue. Information omitted pertained to (B)(4) falls, sudden ros, no stim.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that it was not placed under the muscle , the likely cause of revision was weight change. The reported issue was resolved. It was clarified that the date of pre-op was:24-oct-2018 and date of revision: (B)(6) 2018.